Event description:
The user facility reported that the outside coating of the wire stripped while advancing through a micro catheter in the body during a lower extremity angiogram. Additional information was received on 17december2021: the wire stayed inside the microcatheter. The patient was stable, and the procedure was completed successfully. The procedure was not completed by using the wire, everything was retracted and exchanged.